Manufacturer narrative:
This device is not available for evaluation and testing, as it is still implanted. However, additional info has been requested and will be submitted within 30 days upon receipt. This device is similar to the united states distributed cypher sirolimus-eluting stent. This is one of three devices involved with this event, which is associated with mfg. Reported numbers: 9616099-2008-01631 and 9616099-2008-01632.

Event description:
This event has been brought to our attention via an academic conference. This particular event involved three cypher sirolimus-eluting stents associated with stent fracture and restenosis. Target lesions were arteries of the mid left anterior descending (lad) with 99% stenosis and mid right coronary (rca) with 90% stenosis. The index procedure was completed; however, only the mid lad artery was treated at this time and a bare metal stent was implanted. Around the time of this index procedure, cancer of the colon and rectum was found and consequently, the pt underwent surgery for the cancer. Approximately two months later, the mid rca was treated with two cypher 3.00x28 stents and a cypher 3.00x33 stent without incident. Approximately nine months post-cypher stents implant, the pt felt few seconds of tightness of the chest during exertion. Gradually, the pt felt the tightness of the chest event at rest, as well. Consequently, one month after the tightness of the chest, the pt was hospitalized due to suspicion of the restenosis of the stents. An intravascular ultrasound was completed and no restenosis was observed in the bare metal stent implanted in the mid lad artery. However, three stent fractures of the cypher stents and restenosis in one of the cypher 3.00x28 stents were observed. Consequently, target site revascularization was completed and a taxus 3.5x16mm stent was placed without incident. Further info by the physician indicated the following: the stent fracture areas were coincident with the hinged point and overlapping area. So, the overlapping area shouldn't be on the hinged point.